Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
Reference importer # (B)(4).

Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the device failure to complete its internal self-test. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).